Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver baclofen 200mcg/ml and fentanyl 800mcg/ml; the drug dosage was reported as "120.08mcg/day". The pump's indication for use (IFU) was listed as spinal pain. The hcp indicated that the patient occasionally missed refills; however, the current reservoir alarm date was (B)(6) 2016. Follow-up is being conducted to obtain drug information, other medications that the patient was taking at the time of the event, medical history, specific information regarding the missed refills including date, symptoms, troubleshooting, action/intervention and outcome.